Manufacturer narrative:
A ge service representative performed an onsite investigation. A pcmcia and cpu card were ordered. It is anticipated that these parts will restore the system to it's intended use.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.